Event description:
The customer returned the ultrasonic gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a cut on the probe unit was observed. The service repair technician assessed the condition and determined that the damage was most likely due to component failure, likely due to stress of repeated use, external factors, or handling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.